Event description:
The hcp reported that the pt was scheduled for replacement of her enterra device due to battery depletion. Prior to surgery redness and purulent material were observed at the pocket site. The device was removed and not replaced. A culture was obtained from the pocket and determined to be corynebacterium. IV ancef and oral keflex were administered and the infection resolved. The pt also had erosion of both leads into the stomach lumen and the leads were explanted. No post-op complications were reported.

Manufacturer narrative:
To date the device has been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.